Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Infusion set was changed multiple times. Blood glucose (bg was 314 mg/dl) and ketones were present. Insulin injections were administered. Customer went to the emergency room and was admitted to the hospital. Intravenous fluids (unidentified) were administered. Elevated bg/ketones were resolved. Reportedly, customer was discharged on (B)(6) 2018. Pump supplies were changed and pump was functioning properly.